Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on when she tried to test her blood glucose. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, between 11:30-11:45am, the patient alleged the issue first began. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 10:30am, she felt "sweaty and dizzy." The patient reported receiving no medical intervention in response to her symptoms. It is unknown if another device was used. At the time of troubleshooting, the cca confirmed the battery did not need to be replaced. The cca confirmed the patient was using the correct test strips. The cca documented this was not the first time the meter had been used and there was no misuse of the product. When the patient was prompted to press the power button, the unit did not power on. When the cca walked the patient through inserting a new test strip, the meter did not power on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient allegedly was unable to test due to the alleged issue and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (8/7/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a sticky button and a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.